Manufacturer narrative:
Feb. 22, 2016 03:50 pm (gmt-5:00) added by (B)(6): (B)(4). The device in question is owned by maquet (B)(4). And is provided to hospitals as a loaner unit. The reported failure was not noticed in the hospital prior to the maintenance. The manufacturer has requested the device for further evaluation and repair.

Event description:
Feb. 22, 2016 03:28 pm (gmt-5:00) added by (B)(6): it was reported that a "read error" occurred during maintenance. The error message "read error" is unknown to the manufacturer. Additional information was received on february 4th 2016: the actual error message that was displayed was a "head error." (B)(4).